Manufacturer narrative:
The CAPA was initiated on 2016-02-23 to address the issue of the proclaim ipg entering service application ((B)(4) ipg family). Investigation is complete and being monitored by the manufacture. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported that (B)(6) while the patient was in surgery to have their ipg relocated (reference MFR report: 1627487-2018-03813), the device was exposed to electrosurgery and resulted in the ipg becoming inoperable. As a result, the ipg was replaced which resolved the issue.